Event description:
It was reported that an aortic valve of unknown size was explanted at implant due to "the device was falling apart". No additional information was provided at the time or report.

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump had experienced a depleted battery alarm, which interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Manufacturer narrative:
No reported patient impact.device not returned. Multiple attempts have been made to clarify the reported event and obtain additional information, however,t he customer had not provided additional information to date.the device history record (DHR) review is currently in process.

Manufacturer narrative:
A device history record review was not possible due to no lot/serial number was provided.

Manufacturer narrative:
Correction: uncheck required intervention to prevent permanent impairment / damage (devices). Evaluation summary: a non through disruption, [not] through the entire thickness of the tissue, is detected in the cusp area of leaflet 2 at the outflow aspect. It measures to approximately 3mm by 3mm. Suture holes were detected in the swing ring which led to minor tears in the sewing fabric. A cut in the sewing fabric is detected at commissure 1 at the inflow aspect. The cut led to the sewing fabric to unravel at the inflow stent. No other inconsistencies detected or in the x-ray. Evaluation method: x-ray. Result: mechanical damage. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.